Manufacturer narrative:
(B) (4): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found pieces of the lens optic and one haptic torn off and missing. There was evidence of dark surgical residue. Eval conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).

Event description:
The reporter stated the surgeon inserted a 20.5 diopter aq2010v silicone three piece lens and the lens tore. The lens was removed with no patient injury and the second primary lens was implanted. The reporter stated the surgeon was handed a used inserter and believed the inserter may have caused the following haptic to break off with a piece of the optic.